Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that an lvad fault alarm occurred. The fault alarm was the result of an issue with one of the components in the pump that is used for verifying pump communication. However, the alarm did not affect motor operation. No further information was provided.

Manufacturer narrative:
Event or problem: additional information.

Event description:
Additional information: it was reported that the patient experienced chest pain on (B)(6) 2018 and thought that the system controller alarmed 3 times right before the chest pain occurred. The manufacturer's technical services representative reviewed the system controller log file and confirmed an observation of an lvad fault. No further information was provided.